Event description:
Additional information was received that during the valve implant, prior to the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve dislodged aortic into the sinuses to an implant depth of around -6 to -8 mm on the ncc/lcc.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the transfemoral artery was used for access site. The valve was implanted into the native annulus using cusp-overlap technique (cot) and following slow guidance for deployment. The valve deployment starting point was at the bottom of pigtail. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the valve frame inflow. It was unknown if the dcs was twisted or torqued during deployment. Per the physician, the cause of the dislodgement was the dcs catching the bottom of the valve frame. The patient's bicuspid valve also contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve, product ID: evolutfx-34 (serial: (B)(6)), product type: 0195-heart valves, implant date (B)(6) 2024; brand name evolut fx valve, product ID: evolutfx-34 (serial: (B)(6)), product type: 0195-heart valves, implant date (B)(6) 2024; brand name confida, product ID: gwbc30, product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)) into the patient's native annulus, a confida guidewire was used and a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient's bicuspid anatomy. The valve ((B)(6)) was inspected prior to use. Following the valve ((B)(6)) implant, it was reported that the delivery catheter system (dcs) nose cone may have interacted with the valve causing it to dislodge. A procedural delay of 30 minutes was reported. Subsequently a second valve was implanted ((B)(6)). Prolonged hospitalization was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.